Event description:
It was reported that the insulin pump alarmed motor error during prime. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Motor tested outside device and it passed. The device had minor scratches to lcd window, cracked case near lcd window corners, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.